Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge tubing was discolored. A cartridge change was performed to address the issue. Customer's blood glucose level ranged between 350-380 mg/dl and insulin was delivered to correct.